Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor. The consumer reported a return of symptoms ¿about 3 days¿ prior to the report. The patient was considering changing programs, expressing interest in meeting with a manufacturing representative or healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.